Event description:
It was reported that the torque wrench over-tightened screws, which resulted in stripped screws. The wrench had "too much torque/power," and was "too strong for the lead kit." No further details were provided. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Results: used to refer to the torque wrench. Analysis of the torque wrench model unknown serial number unknown showed that no anomaly was found. The wrench was tested to 4.3 ox/in. Torque specification = 4.0 +/- 0.5.